Event description:
The stryker suction irrigator started making winding noise as it does when it is being used, this occurred during the surgery but after the irrigator was used and had been set aside. Staff reacted immediately to the malfunction of the device taking it from the field and removing the batteries.

Event description:
The stryker suction irrigator started making winding noise as it does when it is being used, this occurred during the surgery but after the irrigator was used and had been set aside. Staff reacted immediately to the malfunction of the device taking it from the field and removing the batteries.